Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage post deployment occurred. The patient was admitted with acute myocardial infarction and angiography was performed. Vascular access was obtained via the femoral artery. The 95% stenosed, 3.5x32mm, eccentric, de novo target lesion was located in the mildly to severely tortuous and non-calcified left anterior descending artery (lad). After pre-dilatation was performed, a 3.50x38mm promus element ¿ long drug-eluting stent was deployed at the ostium of the lad. However, during post-dilatation, the proximal end of the stent was deformed. Subsequently, another stent was deployed to cover up the deformation and the procedure was completed. No patient complications were reported ad the patient's status was stable.